Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon examination, the right atrial (ra) lead was found to have a lack of lead slack. The ra lead was revised on (B)(6) 2021. The patient was stable throughout.